Manufacturer narrative:
Section d4: corrected data. Section h4: correction data. Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the report of suspected device thrombus cannot be conclusively determined through this investigation. The account communicated that the patient had pump thrombus in (B)(6) of 2019. The patient remained ongoing on (B)(6), until they received a pump exchange on (B)(6) 2020, (related manufacturer report number 2916596-2019-06042). Additional information was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The heartmate ii left ventricular assist system instructions for use (IFU) lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3: corrected data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a pump thrombus in (B)(6) 2019. No further information was provided.